Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on an unknown date, there was post-operative displacement. This report involves one (1) screws: philos. This is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown screws: philos/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.